Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable device exhibited premature battery depletion (pbd) as the device reached explant earlier than expected. As of this time, the device remains in service. No adverse patient effects reported.